Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause for the reported event cannot be determined. The device was not returned for evaluation. All lenses are loaded anterior surface up. The interior bay of the loading area is designed for this configuration. There may have been advancement issues which caused the lens to fold incorrectly giving the appearance of the reported event. Without evaluation of the physical sample the event cannot be verified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was upside down. There was patient contact but no reported patient impact. Additional information was requested.